Event description:
The customer reported that the lift column would not go up or down and they have verified the problem as the lift column power supply.

Manufacturer narrative:
(B)(4). The ge service rep replaced the power supply.